Event description:
It was reported that post implant a laparoscopic adjustable band the patient presented with seeping fluid from the port site. The patient was diagnosed with a port site infection. The infection was treated per standard protocol however the infection would not clear up. In (B)(6) 2010, in an effort to determine why the infection was not healing, the surgeon examined the patient for band erosion. Upon examination, there was no erosion found. At that time, a little of the excess tubing was cut and then re-attached to the existing port. On (B)(6), 2010 the infected area was cleaned. During the procedure, the surgeon discovered that the tubing strain relief had been left behind in the subcutaneous tissue. The surgeon suspects this may have contributed to the inability for the infection to clear. There were no other reported patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable, device not returned for analysis. Port remains implanted.